Manufacturer narrative:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and detachable were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and detachable were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning.